Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0209724. The review revealed one non-conformance during the production process related to dry barrels. There was an intermittent issue with the manufacturing machinery, which was resolved at the time of detection. Product associated with this defect was held for inspection and all affected product should have been scrapped. It is possible that this non-conformance contributed to the reported incident; however, it cannot be confirmed as a sample was unavailable for return.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during use. The following information was provided by the initial reporter: "there have been several flushes with the same lot number that there appears to be a problem with the plunger. It is very hard to pull the plunger back and push forward to push the IV's.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move during use. The following information was provided by the initial reporter: "there have been several flushes with the same lot number that there appears to be a problem with the plunger. It is very hard to pull the plunger back and push forward to push the IV's."